Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the report of the stylus not working. The stylus was intermittent because the stylus connector was not installed correctly (not seated). It was also observed that the system fan was noisy. Product ID 2067l programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.